Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7050-90, lot# i0863, mfd. 11/08/2013, expires 2018-11, (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# i0863, mfd. 11/08/2013, expires 2018-11, (B)(4).

Event description:
In (B)(6) 2016, the patient had a left side si joint arthrodesis where three implants were placed. The patient later reported to a new surgeon with a recurrence of pain. In (B)(6) 2017, the new surgeon performed a revision surgery where he removed two implants and added an ifuse implant to help fixate the joint. The patient is doing well following the revision procedure.